Manufacturer narrative:
During use of a 6-7f mynxgrip vascular closure device (vcd), the balloon burst on the way from the first to the second inflation while withdrawing it from the puncture side. Hemostasis was achieved with manual compression in less than 30 minutes and the patient was reported to be in good health. The type of procedure was interventional peripheral. The user was mynx certified. The procedure used a retrograde approach. A 6f competitor sheath was used in the procedure. The stick location was medium. The vessel size was 6mm. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was also presence of pvd / calcium in the vicinity of the puncture site. The device was prepped according to IFU instructions. There was no visible damage in the distal end of the sheath after removal. At prep the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device and it is unknown if there was resistance while pulling back the device. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle as received. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufactured position. The procedural sheath was observed on the catheter shaft, covering the balloon proximal tip. Leak testing was performed by attempting to inflate the balloon from the returned device with water; and the results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck. The procedural sheath¿s distal end was inspected for damages that could have punctured the balloon during the procedure. No severe damages that might have caused the balloon failure were observed. A product history record (phr) review of lot f1821303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (moderate tortuosity with presence of pvd/calcium in vicinity of the puncture site) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pendinga device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip vascular closure device, the balloon burst on the way from the first to the second inflation while withdrawing it from the puncture side. Hemostasis was achieved with manual compression in less than 30 minutes and the patient was reported to be in good health. The device will be returned for analysis. The type of procedure was interventional peripheral. The user was mynx certified. The procedure used a retrograde approach. A 6f merit sheath was used in the procedure. The stick location was medium. The vessl size was 6mm. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was also presence of pvd / calcium in the vicinity of the puncture site. The device was prepped according to IFU instructions. There was no visible damage in the distal end of the sheath after removal. At prep the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device and it is unknown if there was resistance while pulling back the device.